Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm toric implantable collamer lens was implanted into the patient's left eye (os). It is reported that it will be replaced for a 12.1mm lens.

Manufacturer narrative:
Additional information: h10- it was later clarified that this claim was reported in error. Disregard initial MDR submission. Claim# (B)(4).